Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up, and it did not initiate a transmission. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up, and it did not initiate a transmission. The monitor was replaced. No patient complications have been reported as a result of this event. The monitor was returned and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found a defective component at the crystal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.